Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('crazy clots and massive bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and cyst ("cist") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (had surgery but still have my parts). Essure was removed. At the time of the report, the genital haemorrhage, uterine leiomyoma and cyst outcome was unknown. The reporter considered cyst, genital haemorrhage and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: cyst, genital hemorrhage, fibroids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('crazy clots and massive bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and cyst ("cist") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (had surgery but still have my parts). Essure was removed. At the time of the report, the genital haemorrhage, uterine leiomyoma and cyst outcome was unknown. The reporter considered cyst, genital haemorrhage and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: cyst, genital hemorrhage, fibroids no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.